Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient had a purulent skin lesion with suspected pacemaker malfunction and risk of infection. The leads are visible and purulent discharge for several days was reported. The patient was hospitalized. The device system was explanted.